Event description:
It was reported to resmed (B)(6) that a system fault occurred on an astral device. The device was not used on a patient when the fault occurred, therefore, there was no patient involvement. Ref MFR 3004604967-2015-00007.